Event description:
This report is to advise of an electrode displacement that was noted in additional information received from the field. During the atrial fibrillation ablation procedure, resistance was encountered during catheter insertion into the pulmonary vein. The catheter was replaced, and the procedure was completed. The patient was stable before, during, and post-product contact.